Manufacturer narrative:
Apoc incident #: (B)(4). New information was recieved on 12/03/2018. Product number changed from 06p23-25 to 03p90-25. Lot information and expiry date remains the same and there is no change in the outcome of the investigation. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l18167.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 12/10/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l18167.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result on a (B)(6) year old female patient with right-sided chest pain & scapular pain for 1 week. Rash. There was no additional patient information at the time of this report. Return product is not available for investigation. Results were not available at the time of call. New information received on (B)(6) 2018. (B)(6). Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The final patient diagnosis was musculoskeletal pain. Based on the information available there is no evidence that suggests the patient suffered an mi. The investigation is underway.